Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in the catheter was difficult to pull apart and stabbed through the tubing. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer catheter is hard to pull apart and ticks in the tubing.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in the catheter was difficult to pull apart and stabbed through the tubing. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer catheter is hard to pull apart and ticks in the tubing.